Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of this transcatheter aortic valve within a pre-existing non-medtronic transcatheter aortic bioprosthetic valve, hospital discharge occurred. The reason of this hospitalization and was not provided. In the two weeks following this reported hospital discharge, the patient experienced a 26 pound weight gain and presented to the emergency department. There was reported of the feet being "way too big" and pain in the feet with ambulation. The swelling and pain had limited the ability for the patient to walk who typically used a walker for mobility. The patient denied shortness of breath with rest or movement. However, the patient¿s companion reported the patient became somewhat short of breath after walking short distances, such as approximately 20-30 feet and when going to the bathroom. The electrocardiograms (ECG) identified normal sinus rhythm with tachycardia. Hypotension was noted with a systolic blood pressure (sbp) in the 80 millimeters of mercury (mm hg) range. A new hospitalization was required as result of the hypervolemia with administration of intravenous medication. The physician indicated the hypotension was possibly related to the recent transcatheter revision procedure but unrelated to the transcatheter valve itself.